Event description:
According to the facility the syringes are cracking when "the physician is drawing up the medications".

Manufacturer narrative:
According to the facility the syringes are cracking when "the physician is drawing up the medications". Per the facility there was no patient involvement and therefore no injury or medical intervention. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.